Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the probe did not cut during a vitrectomy procedure on a left eye. The status of the aspiration was known. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One complaint sample was returned for evaluation for the report of the probe did not cut. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The cutter stuck in port. No functional testing could be performed due to cutter stuck in port. The probe was disassembled and the components inspected. There is approximately zero (0) minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive observed on the inner cutter when held under ultraviolet (uv) lighting. No resistance felt when removing the inner cutter from the needle. No wear marks at the bend area. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. T he root cause for the poor probe performance was due to the separation of components within the probe. It appears that in the beginning of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).